Manufacturer narrative:
The padlock clip eftr device is an electrosurgical, single-use tissue resection system and consists of a single-use clip within a delivery system along with a preloaded snare for tissue resection. The snare is nested within a pusher component on the outside of the housing. The housing is mounted over the distal tip of a flexible endoscope. A grasping device can be used in conjunction with the padlock clip eftr device through the endoscope's accessory channel to grasp and retract the target lesion into the tissue chamber. The user facility returned the device subject of the reported event to steris for evaluation. It was observed that the snare was bent and slightly frayed; however, the snare could still open and close. Based on the initial evaluation, an exact cause of the reported event could not be determined. Through follow-up with the user facility, steris learned that the tissue under treatment during the reported event was fibrotic. To further investigate the cause of the reported event, an in-depth investigation was completed by steris's quality and engineering teams. It was determined that the fibrotic tissue in the area being treated for the subject event was causing tension on the grasping device catheter. The tension resulted in excess pressure on the padlock clip eftr device and caused the snare to not properly deploy. The user applied electrosurgical power to cut the lesion after deployment; however, the snare was caught on the housing resulting in the reported spark. No additional issues have been reported.

Manufacturer narrative:
The device subject of the reported event was returned to steris for evaluation. It was observed that the snare was bent and slightly frayed, however the snare could still be open and closed. Based on the evaluation completed, an exact root cause of the reported event could not be determined. The padlock clip eftr device IFU states "do not articulate the endoscope abruptly; this could cause patient harm such as mucosal injury. Do not use this device with side viewing endoscopes because visualization is inhibited. Do not use this device in the upper gi system because it is only designed for the lower gi and may cause mucosal injury to patient if used incorrectly. Do not continue to squeeze the thumb ring and the spool if the device malfunctions and there is no clip deployment or tissue approximation. Carefully remove device from patient and return entire device to steris endoscopy and use a second device. If snare does not function properly, another procedure to remove the lesion may be necessary such as a snare polypectomy." No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure the snare to their padlock clip eftr device did not deploy properly. There was a spark observed and the cautery was stopped. The procedure was completed successfully using a different hot snare. No report of injury.

Manufacturer narrative:
The device subject of the reported event has been returned to steris for evaluation. Investigation of the reported event is in progress. A follow-up report will be submitted once additional information becomes available.